Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with the process, and confirmed the malfunction code did not recur after resetting. The customer was instructed to continue using the pump and to call back if any issues recurred. The caller acknowledged and understood the guidance provided.